Manufacturer narrative:
This supplemental report is being filed to correct the f10: patient codes; f10: component codes; h6: patient codes; and h6: component codes.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to saline was leaking from the middle of the lead during lead flushing. When the flush was repeated, it was confirmed that the saline was leaking form a location other than the wire lumen. Moreover, an explanation was provided which stated that there was a tendency for perforation to occur when inserting a wire through the tip of the lv lead. Furthermore, in investigation about the perforation, the attending physician performed an additional venography of the target vein, which suggested the possibility of a long branch. As a result, the spiral long lead was selected as a replacement. Patient was noted to have experienced infection. This lv lead was replaced with the same model and never in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to saline was leaking from the middle of the lead during lead flushing. When the flush was repeated, it was confirmed that the saline was leaking form a location other than the wire lumen. Moreover, an explanation was provided which stated that there was a tendency for perforation to occur when inserting a wire through the tip of the lv lead. Furthermore, in investigation about the perforation, the attending physician performed an additional venography of the target vein, which suggested the possibility of a long branch. As a result, the spiral long lead was selected as a replacement. Patient was noted to have experienced infection. This lv lead was replaced with the same model and never in service. No additional adverse patient effects were reported.